Event description:
It was reported that the insulin pump has cracks in the case and battery compartment. The drive support cap did not appear to be damaged, but the end cap sticker was detached of the case. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, scratched screen, cracked display window corners, battery tube threads, reservoir tube lip, and broken belt clip slot. The end cap sticker was fine.